Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump read rewinding, but they were unable to complete the rewind process. It was also reported that a piece of the piston fell off. Customer's blood glucose level at the time 250 mg/dl. Customer was unable to troubleshoot. Advised to revert to back up plan. No significant event leading up to the incident was mentioned.